Event description:
A leak was detected in the gastric band. The surgeon did not supply any other details regarding implantation and explantation date, patient details etc.

Manufacturer narrative:
Dh; h4, 6: information anticipated, but unavailable at this time. Product has similar balloon as the rlzb22 sold in the us.